Manufacturer narrative:
Other applicable components are: product ID: 377860, lot# v010912, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v010912, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturing representative reporting that the patient was not feeling any stimulation on their left leg in spite of switching groups. It was reported that the programs were working before. The patient denied having any falls or unusual events that may have led or contributed to the issue. It was reported that impedances were verified on both implanted leads and contacts 0 to 7 had 4 electrodes that were out-of-range or greater than 10,000 ohms. The rep programmed the electrodes within range, but the patient still did not feel stimulation on their left leg or lower left back. Electrodes 8 through 15 were in range and they felt stimulation on their right leg and right lower back. The clinician programmer report, including the impedance report, was provided to the physician. The patient¿s physician instructed the rep to program all programs in groups a, b, and c to zero. They also instructed that patient to keep up with recharging the battery even though it was not going to be used for therapy to maintain the health of the battery implant longevity. It was reported that the physician was going to be getting the patient approved for surgical intervention for lead replacement of one or both leads. The issue was not resolved at the time of the report, however surgical intervention was planned but not yet scheduled. It was reported that the event occurred in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 377860 lot# v010912 implanted: (B)(6) 2006 product type lead product ID 377860 lot# v010912 implanted: (B)(6) 2006 product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and representative regarding a patient who was implanted with a neurostimulator for spinal pain. The patient had trouble with the programs a and b 7-8 months ago. The patient had met with a manufacturer representative and was told that the lead was dead so they programmed around it to provide stimulation. It was reported that there was a loss of stimulation and stimulation in an undesired location starting in (B)(6) 2017. It was stated that the ¿unit was not working.¿ program a and b had not been working since a week ago in (B)(6) 2017. There was no stimulation sensation. The patient currently only had program c but the stimulation was not going to the correct areas to help their pain since(B)(6) 2017. A health care professional (hcp) appointment was scheduled for (B)(6) 2017. The patient requested that a manufacturer representative be there. Additional information was received from a manufacturer representative reporting that there were past appointments noted but that the patient would be seen on wednesday. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.